Event description:
It was reported that during a lap lung resection, the device cut and the staples were malformed. Bleeding occurred and the surgeon had to convert to open to control the bleeding. The case was completed with no pt consequence with no blood transfusion. The pt is currently stable.

Manufacturer narrative:
Info anticipated, but unavailable at this time.